Event description:
Reportedly, on (B)(6) 2016, the patient received inappropriate shocks due to noise sensing in the ventricular channel.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2016, the patient received inappropriate shocks due to noise sensing in the ventricular channel.